Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the distribution node (dn) to ECG c and d cable was pulled from strain relief, resulting in exposed wires at the dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report a damaged wire on her electrode belt. The pt was issued a replacement electrode belt.